Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating higher glucose scan values while wearing the adc device compared to an adc meter. On (B)(6) 2022, the customer obtained a sensor scan of 96 mg/dl when compared to an adc meter of 46 mg/dl, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced symptoms of hypoglycemia described as " sensation of levitation, choking, nervousness, loss of hearing" and was provided oral " 1 a +1 whisk of honey " by a non-hcp for treatment no further information was provided. There was no report of death or permanent injury associated with this event.